Event description:
Information was received indicating that a smiths medical pump was alarming no disposable clamp tubing. There was a residual volume of 44.3 ml.57.55 ml was administered at a rate of 2.2 ml/hr. Patient not affected. There were no reported adverse events